Event description:
On four separate occasions, at the beginning of laparoscopic procedures, the luer broke off of the cannula during the attachment of the insufflation tubing. In all cases the device was removed and replaced with another. There were no known reports of pt injury.